Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed and the foam was noted to be separated for the device. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the povidone-iodine sponge of a minicap detached from the device. The separation occurred before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 15 of 30.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation but has not yet been received. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.